Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, post rotational artherectomy and stenting, stent damage occurred. The 90% stenosed lesion was located in the calcified proximal to distal right coronary artery. Post rotational artherectomy, the express2 stent was not able to cross the lesion. The physician attempted to withdraw the stent and experienced difficulty. After several withdrawal attempts, the stent was removed and damage was noted to the proximal edge. The procedure was successfully completed with another device. No patient injuries or complications were noted. Patient status is reported as "good".